Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the original data. Timeouts and drive stalls were observed in the original data. The device completed first prime at 51 pulses, and it was deactivated at 61 pulses. The device completed first prime later than expected. The drive stall resulted in the firing flat not being properly aligned at the end of priming which caused the needle to not deploy. The device was reset and rerun two times. The device failed to activate the drive system during the reruns; both reruns produced an 0x34 alarm, indicating the processor reset for an unknown reason. No damages were observed to the drive mechanism nor the needle mechanism. The cause of the timeouts and drive stalls could not be determined.